Event description:
On (B)(6)2010, the pt was implanted with two gore tag thoracic endoprostheses to treat an impending rupture of the thoracic aortic aneurysm. It was reported that the status of the pt was poor and the pt's proximal aortic neck was severely tortuous. The final angiogram after implantation revealed a type iii endoleak originating from the device overlap. The physician did not balloon the devices further due to the pt's condition and the risk of the procedure. On (B)(6)2010, the pt expired. The cause of death was due to cardiac arrest caused by hemoptysis. The physician has assumed that the pt's aneurysm ruptured but the rupture has not been confirmed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note an additional device implanted and related to this event: (B)(4)/ tgt4015.